Event description:
On (B)(6) 2014, the patient underwent pipeline embolization treatment without issues. One day post procedure, the patient experienced slight intermittent aphasia. Although, nothing was witnessed during the procedure, the physician suspects that the lead wire of the pipeline may have caused a slight perforation of the m2 segment of the mca (middle cerebral artery). Follow-up CT (computed tomography) revealed a possible dissection which was possibly caused by the lead wire of the pipeline. The outcome of the patient was unknown. No further information was provided.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as the pipeline was implanted inside the patient and the pushwire was discarded.(B)(4)

Manufacturer narrative:
Received update on 10-nov-2014: the patient discharged and went home. (B)(4).